Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A balloon longitudinal tear was noted beginning approximately at the distal end of the distal marker band and extending approximately 33mm proximally across the balloon material. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 6.0 x 40 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 22 kilopascals, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.